Manufacturer narrative:
One catheter with attached bd 3.0ml syringe was returned for evaluation. Balloon was found to be ruptured around the circumference of the balloon latex and the balloon latex was inverted to distal side. After pulling the balloon back to the original position, the ruptured edges appeared have the same shape. Air was injected into the balloon inflation lumen and back pressure indicated an occlusion. A lab stylet wire was inserted into the balloon inflation lumen and became stuck at the proximal side of proximal windings. Cut down of the catheter body at the location proximal to proximal winding showed that the balloon inflation lumen was partially occluded with unknown white material under the proximal windings. No other visible damage or inconsistency was observed from the catheter body and windings. Through lumen was patent without any leakage or occlusion. The material was removed and sent to chemistry for ir spectrum testing. The ir spectrum of the unknown material showed similar absorption characteristics when comparing to polyvinyl chloride like material. Customer report of balloon deflation issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. The fogarty catheter is typically used on vessels that are already occluded so the potential for ischemia related to deflation difficulty in this set of circumstances, is less likely. However, deflation difficulty can also impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. It is unknown whether user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that the balloon of the fogarty thru-lumen embolectomy catheter did not deflate even though negative pressure was applied during use. The balloon was pricked with a needle from over the skin and deflated. Patient demographic information requested but unavailable. There were no patient complications reported.